Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an off no power battery alarm, failed battery test, battery out limit and low battery alert from the insulin pump. The customer's blood glucose reading was 110 mg/dl. The customer stated that his pump turned completely off without warning. The customer stated that they did not receive a low battery alert prior to the off no power alert. The customer stated that the battery was not previously used. The customer stated that the pump was not dropped or bumped. The customer was advised to monitor the pump and insert a new aaa alkaline battery.

Manufacturer narrative:
The pump was received with a blank display due to corrosion on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or verify the off no power, failed battery, battery out limit, low battery, or bad battery alarms due to a blank display. The pump had minor scratches on the display window and a cracked reservoir tube lip.